Event description:
It was reported that the device had a latitude report with a patient data (pd) alert. The report had missing implant date information as well as missing electrode implant data. A review of device downloaded memory was done by technical services and a pd alert was confirmed. The next time the device is interrogated with a programmer, it will likely raise a pd error on the programmer screen. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. The patient returned to the clinic and technical services walked the caller through programming the device. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.